Manufacturer narrative:
The device was received for evaluation and the external sheath was noted to be crumpled. This most likely occurred during the array retraction post ablation due to the tissue increasing the diameter of the array in relationship to the internal diameter of the external sheath.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
Initial information was reported that after a novasure endometrial ablation, it was difficult to remove the device from the patient. The device was removed without patient harm. It was also reported that the sheath had crumpled. Additional information received on 01/29/2019 indicated that the array was not fully retracted into the sheath for removal.